Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to the new information received from field service engineer (fse), the reported problem was solved by replacing the expiratory cassette. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The failure is pre-use check related and will not occur during ventilation. The expiratory cassette is only a measuring device. Deviations in the expiratory cassette will be detected during pre-use check.

Event description:
Manufacturer's ref.#: (B)(4).